Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Primary stability not achieved and ridge augmentation. Patient presented with bone type IV and inadequate bone quality/quantity. No product was returned to the manufacturer. There were no reported patient injuries or complications.